Event description:
The pt reported he has experienced low blood glucose readings at night for the past 10-14 days. He stated he spoke with his doctor who suggested he lower his basal rates during the night which the pt did 3 days ago. He said prior to changing his basal rates, his blood glucose was so low he could not take his reading and his wife corrected the issue by giving him oranges or juice. He stated he has still experienced low readings of about 40-55 mg/dl since the basal rate adjustment. He stated his most recent reading at 2pm was 440 mg/dl. During troubleshooting, the time and basal rate settings on his device were checked and found to be accurate. The pt was advised to switch to his backup infusion device which he agreed to do. On follow up, the pt stated his blood glucose readings have been "great" while using the backup infusion device. The product was replaced and requested to be returned for evaluation.